Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: could you please clarify if 18 needles broke off of the suture during this single procedure? Nurse says two needles broke off the suture back to back then surgeon asked for a new box. No issues with new box that was opened. Please provide lot number: rebelr. A manufacturing record evaluation was performed for the finished device batch, and no non-conformance were identified. Investigation summary: an opened box with thirteen packets of product code 8706h was returned for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed, and the pull force meets the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Events reported via: 2210968-2021-12617, 2210968-2021-12618.

Event description:
It was reported that a patient underwent a carotid endarterectomy on (B)(6) 2021 and suture was used. During the procedure, several needles got detached from the sutures. No adverse patient consequences were reported. Additional information was requested.